Event description:
It was reported that the patient underwent a c3-c5 fusion with rhbmp-2/acs. Postoperatively, the patient reportedly suffers from "a whole host of problems," all unknown except what was reported as "fusion of the patient's esophagus to her spine." The surgeon's partner attempted a revision surgery, at which time some hardware was able to be removed but the surgery was aborted due to extensive scarring. Per the initial reporter, the revision surgeon believes that the patient's condition is a reaction to rhbmp-2/acs.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported that the patient underwent an anterior cervical discectomy and fusion at c3-c5 using rhbmp-2/acs to treat herniated and bulging discs, spondylosis, and degenerative disc disease c3-5. An acdf of c3-5 was performed in addition to the removal of c5-7 hardware (which had been placed in a prior surgery). A 0.4 mg of rhbmp-2/acs was placed in the cages at each level. Reportedly, the patient developed a severe inflammatory response a few days after the surgery, could not swallow. The patient went to the ER, and was prescribed liquid steroids. She was able to swallow solids after 3 weeks, but experienced hoarseness in throat for several months. At 11 days post-op, a CT was performed for the difficulty swallowing. Impression of the CT was as follows: "small peripherally enhancing hypodense fluid collection from superior c5 thru c6/7. No gas bubbles, but suspicious for postsurgical abscess or sterile seroma." X-rays, ap and lateral, were performed showing prevertebral soft tissue swelling. An office visit 15 days post-op noted postoperative dysphagia due to a retropharyngeal hematoma. An unknown time post-op, the patient reported having neck pain. An unknown time, more than a year post-op, imaging showed a non-union at c4-5, a cracked screw, and extensive scarring. An office visit 474 days post-op noted the non-union at c4-5, a cracked screw in right c5, and movement of the hardware at c3. The patient continued to have complaints of neck pain, arm pain, and numbness in her hands. Office notes indicate that attempted treatments have included pt, acupuncture, facet injections, massage therapy, a tens unit, and various medications. A revision surgery was recommended. At 476 days post-op, the patient underwent a revision surgery. The surgery was intended to be an exploration of the anterior fusion, removal of hardware and refusion of c4-5. Due to the extensive scar tissue between the esophagus and the pharynx and the retropharyngeal space and the dense adherence to the spine and the plate, only the lower portion of the plate could be exposed safely. The broken lower screw on the plate was removed. Due to extensive scar tissue and the danger of pharyngeal or esophageal tear, the case was terminated.

Manufacturer narrative:
(B)(4) hoarseness, non-union. A review of radiographic images found an ap view dated (B)(6)-09 shows a plate at c3-c4-c5. A CT scan dated (B)(6)-08 shows anterior swelling anterior to c6/7 with possible fluid collection. An MRI dated (B)(6)-11 shows resolution of soft tissue edema with plane films showing previous fusion c5-c6-c7 solid and anterior c3-c4-c5 plate with self tapping screws in good position. Fusion cannot be evaluated on this film. A CT scan dated (B)(6)-11 shows solid fusion c3-c4-c5. Abundant bone is seen within spacers. Possible broken screw noted c5 right. Reported broken screw cannot be verified.